Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern-able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 68 mg/dl non-fasting. The customer stated he only performed one glucose test with the truemetrix air meter. The customer¿s expected non-fasting blood glucose test result range is 125-150 mg/dl. Customer is squeezing finger after puncturing finger and customer is using alcohol wipes when testing. Educated the customer on proper testing techniques. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer¿s expiration date is 12/13/2020. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only one result): result 1 : 68mg/dl, date: (B)(6) 2019 , time: (B)(6) 2019, non-fasting.

Manufacturer narrative:
Sections with additional information as of 19-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.